Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported there was no device or therapy issue and that the device did not cause the fall. It was reported that the fall did not cause the wire to move, but that the cause was not known. No further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient fell the day of the procedure, but unsure if that is the reason or if it was due to the evaluation, which started on (B)(6) 2017. It was also reported that the patient¿s healthcare provider removed the leads on (B)(6) 2017 because the wire moved and was shocking the patient¿s back. No further patient complications are anticipated or expected as a result of this event.